Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device with a non-boston scientific right ventricular lead presented to the emergency room. Interrogation revealed loss of rv capture. During a previous hospitalization, the same issue had been observed and the device had been reprogrammed. Further review revealed oversensing had occurred with short periods of ventricular stand still during which time the patient was symptomatic, however no syncope was reported. A decision has been made to further interrogate and possibly revise the non-bsc lead as a magnet paces the patient appropriately. It was thought the issue was lead related, however this could not be confirmed at this time.